Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had loose motion, or diarrhea, on an unreported date. The patient then experienced peritonitis at a later date that did not require hospitalization. The patient was treated with amikacin (125mg, injected, once daily) and "ing" magnex (500mg, intraperitoneally, frequency not reported). It was reported that the cause of the peritonitis was the loose motion. The patient was reported to be recovering from this event at the time of the report. It is unknown if pd was ongoing. No additional information is available.